Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported through patient outcome that the patient passed away due failure to thrive. The patient was noted to have had increasing weakness due to the patients prolonged hospital stay and advanced age. The patients family elected for compassionate withdrawal of support. The death was not considered device related, the device was noted to have operating as expected, and the device would not return for evaluation.

Manufacturer narrative:
Section h6: clinical code corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The reported cosmetic damage to the patient¿s driveline was unable to be confirmed via the submitted x-ray images. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The submitted log file contained events from (B)(6) 2025 at 03:20:05 ¿ (B)(6) 2025 at 07:47:47, per the timestamps. Several low speed events, as well as a driveline fault associated with a yellow wrench advisory, were captured on (B)(6) 2025. Additionally of note, several elevations in power and flow were captured throughout the majority of the file. These events all occurred while the patient was operating on the power module. Based on previous complaint history, the abnormal pump operation appeared to be consistent with a potential short to shield driveline issue. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is currently admitted and began to have low speed advisories, and replace system controller alarms. The patient was noted to not have gained any weight. Additionally it was noted that there were 2 areas of external sleeve breakdown that was taped with rescue tape, which would require x-rays. Log files were submitted for review and captured intermittent speed drops on (B)(6) 2025 at 3:20 and on (B)(6) 2025 at 3:44. These alarms occurred while the patient was connected to the power module. It was noted that for the last 24 hours of the log file, while the patient was on battery power, the patient had no pump speed issues. The low speed advisories may have been caused by short to shield (sts). Images of the driveline were unremarkable.